Event description:
Piece of the microcatheter (near the hub of the red43) came off when it was taken out of the patient and the other (velocity) microcatheter was bent at the junction near the hub when it was taken out of the patient. Nothing was broken off in the patient.